Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device history log was provided. Review of the log found no evidence of the customer's report for no power up. Review of the device log did show the error message related to the customer's report; however the log indicates that the device failed self test in non-rescue mode. However, without receipt of the device, root cause evaluation could not be performed. Reports of this nature are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.